Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test, dat test and displacement test. No cosmetic damage noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the insulin pump failed high pressure test. Customer blood glucose reading was 100 mg/dl. Troubleshooting was performed. Customer said drive support cap is normal. Customer did high pressure test 3 times but the insulin pump passed once and failed twice. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.